Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high readings and occlusion on the reservoir. The customer's blood glucose reading was 511 mg/dl. The customer treated with a bolus. The customer had symptoms such as thirst. The customer mentioned that the cannula was bent. The customer stated that the insulin flow was blocked. The reservoir was not returned for analysis.